Event description:
It was reported that the patient experienced pump mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed. During the procedure fluid loss was noted. There were no patient complications.

Event description:
It was reported that the patient experienced pump mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed. During the procedure fluid loss was noted. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually examined, and leak tested. The first cylinder had two holes on the middle and distal end of the outer tube. These holes were result from wear at the corner of a fold. A leak was present. The second cylinder had a hole in the middle of the cylinder from wear at the corner of a fold; however, no leaks were found. Visual inspection of the pump did not identify any anomalies. The pump performed within specification. Based on the information available and analysis results, the reported clinical observations of mechanical issues and fluid loss were confirmed. Based on the information available, a conclusion code of cause trace to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) pump. A revision surgery was scheduled. No additional information was reported.